Manufacturer narrative:
(B)(4). The customer provided two photos of the defect. A leak in the red luer hub of the connector assembly is pictured. The customer also returned one connector assembly for analysis. Visual inspection of the assembly revealed a single crack and multiple scratches on the red (arterial) luer hub. This damage appears consistent with repeated tightening on the luer. The returned sample was functionally tested in accordance with the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush both lumens of catheter with saline and clamp irrigation tube with catheter pinch clamp." Both arterial and venous extension lines flushed as intended. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub was cracked and contained multiple scratches. The appearance of the crack is consistent with over-tightening on the luer. A device history record review was performed with no relevant findings. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the juncture hub was found cracked" during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the juncture hub was found cracked" during use on the patient. No patient harm was reported. The patient's condition is reported as fine.